Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had lost power. It was reported that the top of the battery cap was worn but it was able to secure properly onto the pump. No damage to the battery compartment or evidence of moisture or corrosion in the pump was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The battery cap has not been returned to animas. If the cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/05/2015. Device evaluation: the battery cap has been returned and evaluated by product analysis on 05/21/2015 with the following findings: on investigation, the alleged damaged battery cap issue was verified. The returned battery cap was worn at the top and it was unable to secure properly onto the pump. The battery contact height measurements were found to be out of specifications while the contact width measurements were within specifications.